Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the manufacturer representative met with the patient on 2014-(B)(6) and they were reprogrammed with 2 separate programs, for each side of back and bilateral lower extremeties. It was reported the patient was "very satisfied" and had no pain in the implantable pulse generator (ipg) pocket.

Event description:
It was reported the patient has a ¿dripping feeling¿ in their back where the implantable neurostimulator (ins) is implanted. It was reported that patient was told there was nothing their health care provider (hcp) could do about it and they needed to contact their manufacturer representative who unable to be reached. It was reported the patient has been trying to contact their manufacturer representative for a month. It was further reported the patient fell on their back between (B)(6). It was noted that the ins site was swollen and warm to the touch. It was noted that ¿you can¿t even see the ¿box¿ because it is so swollen¿. It was confirmed the patient meant the ins when referring to the ¿box¿. It was reported the patient went to the hospital after their fall and had a CT scan done. It was noted the patient was told they had multiple back contusions that were bleeding. It was noted that ¿dripping¿ in their back is felt when the ins area is swollen. It was reported that on (B)(6) 2014 the patient had an x-ray performed to check the leads and they looked to be ¿fine¿. It was reported the ¿dripping¿ feeling in their back started to occur after their fall and is still occurring. It was noted the patient can feel the top of the ins but since surgery they have not been able to feel the bottom of the ins. It was noted that when touch the ins site it is warm to the touch and gets worse as the patient walks. It was noted that when they push on the ins site with their fingers ¿the mark stays white like it is a fluid buildup¿. It was noted that the ins on low ¿does not put out like it used to¿ and they have to have it on ¿high numbers¿ just to feel stimulation. It was reported the ins does not go ¿high enough¿ to cover their pain. It was reported the patient has an appointment to see their hcp. It was further reported the patient is unsure of the exact event date.